Event description:
It was reported that decreased r-waves and varying impedance were observed. Impedance was within range while in-clinic and even with provocative testing. Lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.